Event description:
It was reported that the pt underwent an out-pt x-stop procedure approximately three years ago. She had problems with the anesthetic used: vomiting, groggy. Immediately after the procedure, the pt started having flu-like symptoms. Her body felt inflamed, ached (neck, shoulders and knees ached stronger), bloated, diaphragm felt full. She woke up in cold sweats, had no appetite; her eyes and face were swollen and puffy. She developed tinnitus; lost four teeth in four months; and her body temperature was usually a few degrees lower than normal. She felt lethargic and drained for no reason. She does not always feel bad; she feels fine sometimes, but her symptoms usually come on in the afternoon. Reportedly, the pt has been to eighteen physicians; all physicians have not been able to determine the cause to her symptoms. The pt wants to know if she is allergic to the titanium in the device, however, does not want it to be removed because 'it is working'. Her physician is currently investigating her issues, and is looking into tests to check her titanium allergies. No additional info was reported.

Manufacturer narrative:
Device not returned, followed up with pt.